Event description:
It was reported that a pt underwent a lateral episiotomy on (B)(6) 2010 and suture was used in intracutaneous succession sewing. Ten days after the surgery, the wound ruptured. There was no infection, redness or turgidity. The surgeon used infrared ray to treat the pt. The wound healed up spontaneously.

Manufacturer narrative:
(B)(4). Result: representative samples of the product were returned for evaluation. Vacuum testing was performed on the packaging and the results conformed to requirements. The samples were inspected and tested for knot pull and after in vitro tensile strengths. All results passed specifications. There were no signs of manufacturing or material defects found. Conclusion: no device failure detected and the product is within specification. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.